Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. After a guide wire was advanced, a 2.00mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, after inflation and deflation were performed several times, the physician noted that the blood seemed to enter inside the balloon part. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. After a guide wire was advanced, a 2.00mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, after inflation and deflation were performed several times, the physician noted that the blood seemed to enter inside the balloon part. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned device consisted of a coyote mr balloon catheter. The balloon was loosely folded with fluid in the inflation lumen and balloon, and bloody on the outside. The tip, balloon, markerbands, proximal weld, inner/outer shaft ((lumen) were microscopically and visually inspected. Inspection found no damage or irregularities. Functional testing of the device was done by attaching an inflation device (filled with water) to the hub of the catheter and applying positive pressure. The balloon was inflated to 14 atms (rated burst pressure) and held inflation for 5 minutes without leaking or losing pressure. The reported burst was not confirmed.